Event description:
It was reported that the patient had a right clavicle repair on (B)(6) 2014. Several weeks after, she began to have redness and pain. In a second surgery, the plate was removed and the area was flushed no new implant was inserted. The patient has an allergy to nickel follow-up: date of original surgery was (B)(6) 2014, the patient started having a reaction, redness and pain. The plate was removed on (B)(6) 2014. No new implants were inserted as the patient`s bone was healed.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. Based on the information provided, the most likely cause of this type of event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of adverse effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.